Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer's blood glucose (bg) level had been low (35-50 mg/dl) in the mornings since starting on the pump and today, the pump reminders were alarming in the morning. The customer stated that due to being a "brittle diabetic", the bg level was low. The customer's pump settings were reviewed by a nurse and were changed to help resolve the low bg level. Currently, the low bg has improved, but adjustments were still being made.